Manufacturer narrative:
2 pending devices were not evaluated, but reviewed by data and found that the issues were traced to the user. Section h codes have been updated.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was 1 event with patient involvement; no adverse consequences were reported.